Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported provided notes from dental visit. In the notes the dentist noted perio diagnosis of gingivitis and that the patient is aware that periodontal disease may lead to tooth loss. This is a contraindicated patient for crown and impacted teeth.